Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "there was blood leakage at the catheter tube and the opaque needle wing extension part".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the two photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos since they do not provide sufficient information. Bd cannot confirm the defect and the cause of the failure since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima" IV catheter safety system leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was blood leakage at the catheter tube and the opaque needle wing extension part"